Manufacturer narrative:
No product was returned for evaluation. The ilet data logs associated with the event on 5/17/24 could not be reviewed by the beta bionics failure investigation department as the device was powered off on 5/15/2024 6:36 pm until 2024-05-22 at 2:41 pm. Review of device data before the device was powered off showed the device was operating as intended and no malfunction errors were found in the available device logs. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data on the reported date of the event, review of the device's performance during the event cannot be conducted and an assignable cause for the event cannot be determined.

Event description:
On 5/17/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 5/17/24. It is unclear if the high bg event is related to the ilet as the user reported "when I get sick my sugars go high and I can end up in hospital." Beta bionics has followed-up with the user about the event; however, the user declined to provide additional information.